Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It is likely that the rupture occurred due to interaction with the heavy lesion calcification. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified peroneal artery. The 2.5x120mmx150cm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion without issues. During the second inflation to 14 atmospheres, the balloon ruptured. Another bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.